Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A complaint database search on the provided product code found a similar event which was attributed to misuse. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The threaded inserter for the corail stem will not attach to the implant properly. When threads from the inserter are fully threaded into the implant, there is a slight "wobble." The tabs on inserter do not become fully seated into the implant at the implant/ insert interface.